Event description:
A (B) (6) female pt operated in (B) (6) 2009, utilizing three pas-port devices during CABG procedure. Pt had severe sternal wound infection and was re-admitted to hosp (B) (6) 2010. Cat scan revealed the presence of aortic pseudoaneurysm. Cath showed entry into pseudoaneurysm with implant attached to the false lumen. Due to concerns about reoperations (sternal infection) the decision was made to repair the hole with a 12mm amplatzer septal occluder device. Deployment was successful.

Manufacturer narrative:
The pas-port device was unlikely to be the cause of the event. The observed pseudoaneurysm was likely to be of infectious origin, wherein the aortic wall became dilated (aneurysmatic) right at the implant and has moved the implant away from its original location. Pseudoaneurysms are also known to occur with hand-sewn anastomoses. The vacuum utilized to facilitate wound healing may have been a contributory cause of the aneurysm.